Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s brother reported via phone call that the customer's blood glucose kept on going high and was hospitalized on an unknown date due to hyperglycemia. The customer's blood glucose level was over 700 mg/dl at the time of hospitalization. It was reported that the customer was visually impaired and was not able to troubleshoot on own. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized on an unknown date due to high blood glucose level and customer was treated with intravenous fluids and manual injections of insulin. It was also stated that the insulin pump was working as designed.